Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in austria, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the balloon burst at the end of inflation. The valve was implanted successfully with good results. The delivery system was withdrawn through the esheath without any problems.

Manufacturer narrative:
The delivery system was returned after being used in the procedure, unlocked in the packaging position. The full loader assembly was on the flex shaft. One quarter of the fine adjust and none of the flex wheel was used.  A video of valve deployment was provided and the following was observed: the patient¿s native annulus appears calcified. After deployment, the valve frame has a slight waist. The balloon burst was confirmed. The returned delivery system was visually inspected for abnormalities and the balloon burst was confirmed. The balloon had burst both radially and longitudinally on the proximal half of the balloon.  Dimensional testing was performed and the balloon single wall thickness was measured along the edges of the burst location.  All measurements met specification. Due to the nature of the complaint and returned condition of the device (burst balloon), functional testing was unable to be performed. The complaint was confirmed via imagery review and visual inspection. During the manufacturing, the balloon was visually inspected for any defects.  Distal to proximal visual inspection was performed at final inspection.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification.  These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to balloon burst.  A review of complaint history from february 2019 to january 2020 for the edwards commander delivery system (all models and sizes) revealed additional returned similar complaints for balloon burst.  The complaints were confirmed, however, no manufacturing non-conformances that would have contributed to the complaints were identified during the evaluations.  The occurrence rate did not exceed the january 2020 control limit for the trend category.  The complaint for balloon burst was confirmed from visual inspection of the device and the provided imagery. However, a manufacturing non-conformance was not identified during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. There was no mention of difficulty during device prep and de-airing indicating that this is not an out-of-box issue. Per report, the patient had moderate calcification of the annulus and leaflets. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcification in the aortic annulus can compromise the structure of balloon wall, even at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the reported event. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.